Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2025, the patient underwent osteosynthesis for a transcondylar fracture of the right humerus. After the surgery, symptoms of radial nerve palsy occurred. The surgeon suspected interference between the plate in question and the radial nerve and performed a revision surgery on (B)(6) 2025, with the aim of removing the plate and performing manipulation. No interference between the plate and the radial nerve was observed. The surgery on (B)(6) 2025, was completed successfully with no surgical delay. Although no interference with the radial nerve was observed, the surgeon complained about the plate design, saying it was placed too close to the radial nerve when in use. No further information is available.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: corrected: h8 h3, h6: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable device history review (DHR): part # 04.117.802s lot # 7733p33 manufacturing site: depuy synthes products, inc supplier: (B)(4). Release to warehouse date: 07 sep 2023 expiration date: 01 sep 2033 a manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.